Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads implanted with the same lot number. It was reported lead diagnostics showed contacts 1-8 were all invalid. A CT scan was done and indicated the lead was fractured. The patient had recently suffered a fall, but did not experience a change in stimulation. Reprogramming wa able to capture effective stimulation. During a revision surgery on her ipg (reference MFR report: 1627487-2014-24238), the physician decided to replace both leads with new ones. The patient received effective stimulation post-operatively.